Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One foresight preamp cable was received for product evaluation. The suspect preamp cable was tested and it was found that there was verification of a low signal issue on channel 1 due to a scalp signal. It was found that the scalp cathode wire was shorted to the brain anode wire inside the channel 1 sensor cable. This condition can cause erroneous low sto2 values to be displayed. The reported issue was confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate patient treatment administered. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The device history record review was completed and all manufacturing inspections passed with no non-conformances. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The product is expected to be returned for product evaluation, but has not yet arrived. When the findings are available a supplemental submission will be submitted. The device service history record review is pending. When the results are available a supplemental submission will be submitted.

Event description:
It was reported that a foresight elite dual preamp cable was being used when the hemodynamic readings were found to be lower than expected during patient monitoring. The biomed tested the cable on himself twice and found that the readings were 24 and then 43. The readings are normal when in the 70¿s. The clinician exchanged the suspect preamp cable for another cable and then everything worked as expected. There was no inappropriate patient treatment administered. There was no patient harm or injury. The patient demographics are not available.